Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary angioplasty procedure, a coating issue occurred as well as foreign matter present. The physician noted "deterioration of the starter guide when introducing a diagnostic probe during a coronary angiography. The guide shows a section of the external hub revealing an exceeding internal fiber."